Event description:
The device was used during laparoscopic assisted colorectal surgery. Reportedly, the instrument partially fired. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.